Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d6b, g1, h6.

Event description:
Healthcare professional left side seroma-late, capsular contracture baker grade ii and cyst. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, cyst, and capsular contracture, baker grade ii.

Event description:
Healthcare professional left side seroma-late, capsular contracture baker grade ii and cyst. The device remains implanted.